Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During a cyber security update, a longevity estimate anomaly was noted. No intervention reported. The patient was stable and asymptomatic throughout and will continue to be monitored.